Event description:
It was reported an internal electrical component burned the fabric foundation of the unit. Our examination of the unit in question revealed evidence that it had been used in manner inconsistent with our instructions and cautions and that this misuse of our product had broken one of the internal thermostats and allowed electricity to contact the fabric foundation. As a customer courtesy, we replaced the unit and provided additional I nstructions and warnings to the doctor and clinic staff regarding proper use of the replacement unit.